Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user selected fill tubing, observed no insulin delivery through the cannula, and noted insulin leaking near the cartridge; upon removing the cartridge, leakage was observed at the ilet connect adapter¿s needle port, and the user was guided through a full supply change that restored insulin delivery. Symptoms included hyperglycemia with a reported peak of 197 mg/dl for approximately 20 minutes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device leak associated with the reservoir/connector interface, consistent with a leakage at a seal and categorized as a leak/splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user did not require backup therapy, ketone testing, or medical intervention.